Manufacturer narrative:
No medwatch form was received.

Event description:
The device was oversensing an atrial pace on the ventricular channel. X-ray revealed that the rv lead remained in the apex. In 2009, the pocket was reopened. It was discovered that the rv is-1 pin was loose. The setscrew was tightened and the oversensed event minimized and ultimately disappeared. The device remains implanted.